Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. Reference medwatch mw5185712, mw5185714, mw5185715. There were 3 additional sensors reported (unk, unk, unk) and they have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report reporting the following information regarding an abbott diabetes care (adc) device: a low reading issue. The customer received lower sensor scan results, but it is unknown if they noted a trend arrow on the device. The customer also stated that a ¿replace sensor¿ error message appeared, and three additional sensors had the same issue. The customer reported checking the failed serial numbers against abbott's recall list, but none were found to be affected. The customer reported that they called adc and got the sensors replaced. The customer was successfully contacted, and there was no report of adverse health effects or medical treatment. Based on the information provided, there was no report of serious injury associated with this event.